Event description:
The customer reported a speaker malfunction - no sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.